Event description:
Caller reported a cartridge alarm during the pump's loading process, which persisted despite following the correct loading technique. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing instructions on loading a new cartridge, resetting the pump at the caller's request, and arranging for a replacement pump with updated software. Customer agreed to follow backup therapy using multiple daily injections, was informed about connecting their continuous glucose monitor to the new pump, and was instructed on returning the faulty pump to avoid additional charges.